Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported broken wall mount charger contacts. No report of patient involvement.